Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h6, h8, h10. Product review of the device by zimmer biomet surgical on (B)(6) 2019 and (B)(6) 2020 revealed the device was out of calibration and did not produce a passing sample mesh. The ratchet pin, spring, and gear were rusted. Repair of the device was not performed because the customer has not approved repair. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event can be confirmed.

Event description:
Investigation showed this failed to produce a passing mesh. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was sticking when using the handle during surgery. There was no harm to the patient but a 45 minute delay. No additional adverse events were reported as a result of this malfunction.